Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient died due to a myocardial infarction coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized prior to death. The patient passed away at home. Apd therapy was ongoing until the time of death, however, the patient was not connected to the homechoice device at the time of death. The cause of death reported on the death certificate was heart attack. An autopsy was not performed. No additional information is available.